Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the injector and the lens tore. There was no patient injury.

Manufacturer narrative:
A visual inspection of the returned product shows one haptic is torn off and missing and the lens is torn in half. There is clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.